Event description:
I feel like my spinal cord swells and I can't hold my head up. I have to lay around with ice on my neck. I have headaches every day, ungodly pain, I can feel it in the bones. I want to throw up from the pain. I have been noticing that I will be thinking of what to say, but I don't say it. I say something else. I'm not feeling right in my body. I've been trying to get a doctor to listen, all I hear is I'm going to have to deal with the pain, but I don't believe that. I've been looking it up, but I need to know what is in that is so wrong.